Event description:
It was reported this balloon ruptured on the first inflation at three atmospheres during deployment of another MFR's stent. Following balloon rupture, difficulties were encountered removing the balloon catheter and stent through the introducer sheath. The pt underwent a surgical cutdown for removal of the introducer sheath, balloon catheter, and stent. Another balloon catheter and stent were used to successfully complete the procedure without further incident. The pt's condition is good. The device has not been received by this MFR. Therefore, no failure analysis is available. It was indicated this device was used to deploy a stent which is not an indicated use of this device which co believes contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event at this time. Directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obtructed iliac, femoral or renal vessels in the peripheral vasculature...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, or vessel."